Manufacturer narrative:
Conclusion: based on the information received, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, due to the device's received status an exact location for the suspected wire fractures could not be located. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.